Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer believes the pump is not delivering insulin appropriately. Supply changes were performed and the issue continued. The customer declined to troubleshoot with tandem technical support. The customer's blood glucose elevated to 270-271 mg/dl. Customer reverted to alternate insulin therapy.